Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr20 on the power pcb assembly being shorted from pin 4 to pin 8. This diode, designator cr20, being shorted from pin 4 to pin 8 caused the device not to be able to power on.

Event description:
It was reported to a physio-control service representative that the customer's device would not power on anymore. A short circuit between the ambulance, the device and the charger had reportedly occured. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control then replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.